Manufacturer narrative:
Concomitant medical products: product ID: 3389s-40, lot# v975264, implanted: (B)(6) 2012-, product type: lead. Product ID: 3389s-40, lot# v975264, implanted: (B)(6) 2012, product type: lead. Product ID: 3708695, serial# (B)(4), implanted: (B)(6) 2012, product type: extension. Product ID: 37085-95, serial# (B)(4), implanted: (B)(6) 2012, product type: extension. Product ID: 37642, serial# (B)(4), product type: programmer, patient. (B)(4).

Event description:
It was reported that while the patient was adjusting his stimulation he accidently turned off the implant and switched the display on the patient programmer to icon mode from text mode. The patient experienced ringing in his ears when he had accidently switched to a different group. With assistance, the patient was able to switch back to the desired group, turn the implant back on, and change the display back to text mode. The patient¿s concerns were resolved.